Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a damaged pumphead module housing. To correct the condition, the pumphead module was replaced. If any additional information is received, a follow-up MDR will be sent.

Event description:
During product evaluation by a baxter service technician, a colleague infusion pump was found to have a damaged pumphead with english keypad assembly. This condition had the potential to interrupt delivery. This was not reported by the customer.there was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This device is an unremediated infusion pump with a user interface module master software version of 5.04.00. No additional information is available.